Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution, this issue is being reported. The customer was performing data preparations in the software (sw) and saw that the sw is not transferring the block code correctly. This was caught early and no patients were mistreated. The block code bt001m was entered into ois within field labeled block in the tx definition form. Then the plan was sent and patient data was accessed on the sygno rt therapist workspace and there was no custom block accessory within the plan. There was no injury reported. Initial risk analysis is complete. Initial corrective action decision is pending.

Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: a critical organ can get a wrong dose during treatment if blocks are missing. Probability d (occasional) reason: blocks are not used very often if an multi leaf coliminator (mlc) is in use. Corrective action - pending.